Event description:
Reporter indicated that the programming history database did not migrate to the new software version when the handheld computer was upgraded.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.